Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) and right ventricular (rv) leads. Possible oversensing was also noted on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.